Manufacturer narrative:
When draeger initially received this report, it was deemed not reportable. However, the results of the investigation determined that the events involve reports that some of the monitor's fixed keys become inoperative or activate without user interaction. The worst case scenario of this temporary malfunction could be that the monitor may discharge a patient automatically. Therefore, it was determined that this complaint is reportable. An investigation was initiated with the supplier of the switch panel. It was determined that this condition is due to a contamination present in the fixed key panel material. A risk analysis was performed. Draeger medical is initiating a corrective action to address this problem. No patient deaths or injuries have been reported as a result of this condition.

Event description:
It was reported that the display of the infinity delta presents aleatory dysfunctions. It was also reported that once the monitor is running, the "menu" and "stand by" window suddenly appears and there is no way to get out of it by pressing any other key until it disappears by itself. There are no errors found (in the error list) that could be associated to this irregularity present by the equipment. There was no patient injury reported. (B)(4).